Manufacturer narrative:
In a good faith effort (gfe) response from the authorized service provider (asp) received on 05dec2024, it was stated that no parts were required to be replaced to resolve the issue. The asp stated that the power management (pm) printed circuit board assembly (pcba) had been reinstalled by the hospital equipment department to resolve the issue. The asp confirmed that the device was returned to full functionality and was returned to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that the proximal pressure line disconnect alarm occurred. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. This investigation is ongoing.